Manufacturer narrative:
The customer alleged that a patient who was 2 days post left femoral fracture-hip hemiarthroplasty was found on the floor. The patient was confused and identified as a fall risk. The nurse "thought" a yellow light meant the bed exit was set. The patient sustained a dislocation of the hemiarthroplasty. The facility was unable to identify the bed or serial number. Clarification of the "yellow" light was requested (such as was it solid or flashing, the location of the yellow light, etc.), however the customer was unable to provide such details. The instructions for use provides step by step direction for setting of the bed exit alert system and the safeview alerts. Hillrom service technician made an onsite visit, however due to the facility being unable to identify the bed or provide a serial number, an assessment of bed exit function was not possible. Hillrom provided in-servicing on the bed exit alarm system. The patient¿s injury meets the criteria of a serious injury. A malfunction is not alleged. The patient¿s fall is likely due to use error. The instructions for use includes detailed step by step instructions on setting the bed exit and safeview alerts. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
Hillrom received a report from the account stating the patient fell and sustained a dislocated left hip hemiarthroplasty. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).